Event description:
A facility representative reported unintended gantry movement. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. Stated, gantry moved to right.

Manufacturer narrative:
Correction on follow up report #1 submitted, this event unintended gantry movement to right direction, does not represent a reportable product malfunction. Therefore, this event no longer meets reporting requirements. The manufacturer internal reference number is: (B)(4).